Manufacturer narrative:
The customer declined gehc service. No repair information available. The equipment was rebooted to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a shutdown resulting in a loss of mechanical ventilation. There was no patient injury.